Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he experienced a loss of pain relief. There were no known external or patient factors that may have contributed to the issue. An x-ray showed that there was a lead migration. The device was reprogrammed and the issue was resolved.